Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# : (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was reprogrammed accordingly to the migration. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient lost coverage and it was reported that one lead had dropped from t8 to t10. When the patient went home, they saw a software problem screen 99. The following was displayed on the controller screen: 1 intellis 2 3.0 3 243 4 qf_port no further complications are anticipated.